Manufacturer narrative:
The suspect product was requested to be returned for investigation. The customer states the strip vials used during these comparisons have now been all used up and would not be available for return. No product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) and from a coaguchek xs meter with an unknown serial number. The customer could not provide which results corresponded with meter serial numbers. The reagent used by the laboratory was not known. The customer stated the issue began in (B)(6) 2019. Date of event of (B)(6) 2019 is an approximation.